Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 12-jun-2024 one infusion set was leaking at site. The blood glucose level was high. No further information available.